Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . Abbott determined that this event did not meet the requirements of a complaint; however, this record will remain a complaint in epiq as an initial medical device report (MDR) has already been submitted to the united states food and drug administration. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use and patient handbook outline potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as information regarding system function. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pump was reported for an unknown explant, but further review showed that the pump remains in use.

Event description:
It was communicated that the patient had their pump explanted, and the relation to the event was unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.